Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in clinic. Chest x-ray revealed that the left ventricular lead had dislodged. The patient presented on (B)(6) 2018 for procedure and the lead was explanted and replaced. The patient did not experience any complications and was discharged.